Event description:
It was reported that a ventilator experienced a loss of communication. The ventilator was not being used on a patient at the time of the event. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcb, which resolved the reported issue. The ventilator passed extended self tests (est), short self tests (sst), and performance verification tests (pvt).